Event description:
A hospital in (B)(6) reported that an opt544 optiflow nasal cannula appeared to be ripped at the base of one of the nasal prongs. This was noticed after use on a patient.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the returned complaint opt544 nasal cannula was visually inspected. Result: it was observed that the right nasal prong was torn at the base. Conclusion: we were unable to determine how the cannula came to be damaged. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.